Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an altitude alarm. The customer's blood glucose level was elevated (200's mg/dl) and was addressed by administering a manual injection. Reportedly, the customer cleared the alarm and was able to resume insulin delivery.